Event description:
It was reported that during a laparoscopic anterior resection procedure, the surgeon used the device and the initial firing was completed. Upon the second firing, the surgeon reported that the tissue was cut and not stapled. The procedure was converted to open.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the conversion to an open procedure only caused by the difficulties with the device? Yes. The surgeon ended up transecting the tissue using a contour instead. Or were there other circumstances, patient conditions or surgeon¿s preferences that may have caused this? None that were described by the surgeon. How was the situation managed? Surgeon converted to pfannanstiel incision to use the contour device. Did the device deliver any staples? Surgeon has reported that no staples were delivered. If yes, were they unformed, malformed, please describe the shape? Was it used on thick tissue? Yes. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? Surgeon could not confirm this. What color cartridge was being used? Green. What other color cartridges were used before and after this event? No other cartridges used apart from previous green cartridge. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No unusual noises reported. Were any of the forces higher or lower than expected (closing, firing, or opening)? Surgeon reported feeling a higher force to fire upon firing the device. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. What was the patient¿s pre-op diagnosis? Rectal cancer. Has this any impact on the patient, the surgery or the healing process? None reported. Please provide the patient¿s sex, age and weight. What is the current status of the patient? Patient recovering well. The following information was requested, but unavailable: were any issues noted with cartridge retention during the procedure? Any issues loading the device? Will the reload be returned with the device? Did the surgeon attempt to transect in one or multiple firings? Was the device articulated? If so, how much? Does the surgeon typically fire the device with the handle up or down? Were clips used during the immobilization? What other technologies were used (energy devices, etc)?

Manufacturer narrative:
(B)(4). Additional information: the following information was requested, but unavailable: were any issues noted with cartridge retention during the procedure? Any issues loading the device? Will the reload be returned with the device? Did the surgeon attempt to transect in one or multiple firings? Was the device articulated? If so, how much? Does the surgeon typically fire the device with the handle up or down? Were clips used during the immobilization? What other technologies were used (energy devices, etc)? The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.